Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final will be filed following the completion of the device and complaint investigation.

Event description:
During incoming inspection, the distributor rejected (2) 139104ext ultraclean electrodes, for an insufficient heat seal. There was no contact with the patient as this was found during incoming inspection. This report is being raised on the basis of device malfunction with potential for injury upon reoccurence.

Manufacturer narrative:
Two 139104ext were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found that the seal was at an angle. The devices were dye leak tested and found to have a breach of the sterile barrier. This failure is likely caused due to an angle seal during the sealing process. This complaint is confirmed the manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 32 complaints, regarding 75 devices for this family and failure mode. During the same time frame (B)(4) devices were manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following; the sterility of this device is guaranteed unless package has been opened, broken, or damaged. Therefore, it is recommended that the packaging is thoroughly inspected prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.